Event description:
It was reported that the patient has been experiencing pocket pain for over a year. The pain is present when the stimulation is on and off. The physician prescribed medication for the pain and recommended the ipg replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.